Event description:
Same case as MDR ID 2134265-2013-09043. It was reported that balloon deflation issues and markerband movement occurred. Vascular access was obtained via the right common femoral artery utilizing an anterograde approach through a 4.5f non bsc sheath. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated for 50 seconds at 8 atmospheres on the first inflation. On the second inflation, the balloon was inflated for 10 seconds at 8 atmospheres, then for 30 seconds at 12 atmospheres on the third inflation and for 50 seconds at 14 atmospheres on the fourth inflation. During inflation, the device looked different from normal under angiography. It was thought that there was a vacuum area as contrast media have not spread within the device. After the fourth inflation, an attempt to deflate the balloon was done but was unsuccessful. As it was unable to deflate the balloon, the unspecified inflation device was disconnected from the balloon catheter, then it was attempted to deflate the balloon with using a syringe, but failed and the balloon did not deflate for more than 30 seconds. The device was removed from the patient and it was noted that the proximal markerband had moved proximally on the catheter. Then another 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated at an unknown atmospheres on the first inflation. On the second inflation, an attempt was done to inflate the balloon twice at 6 atmospheres, but failed. On the third inflation, the balloon was inflated at an unknown atmosphere. After the third inflation attempt, the physician was unable to deflate the balloon for more than 30 seconds. It was confirmed that there was no balloon rupture. The device was pulled back into a 4.5f non bsc sheath and removed from the patient. During preparation it was confirmed that air was removed from both balloon catheters. It was also noted that the proximal markerband on the second coyote balloon catheter had moved proximally. The procedure was completed using a 2mm x 22cm coyote balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation issues and markerband movement occurred. Vascular access was obtained via the right common femoral artery utilizing an anterograde approach through a 4.5f non bsc sheath. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated for 50 seconds at 8 atmospheres on the first inflation. On the second inflation, the balloon was inflated for 10 seconds at 8 atmospheres, then for 30 seconds at 12 atmospheres on the third inflation and for 50 seconds at 14 atmospheres on the fourth inflation. During inflation, the device looked different from normal under angiography. It was thought that there was a vacuum area as contrast media have not spread within the device. After the fourth inflation, an attempt to deflate the balloon was done but was unsuccessful. As it was unable to deflate the balloon, the unspecified inflation device was disconnected from the balloon catheter, then it was attempted to deflate the balloon with using a syringe, but failed and the balloon did not deflate for more than 30 seconds. The device was removed from the patient and it was noted that the proximal markerband had moved proximally on the catheter. Then another 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated at an unknown atmospheres on the first inflation. On the second inflation, an attempt was done to inflate the balloon twice at 6 atmospheres, but failed. On the third inflation, the balloon was inflated at an unknown atmosphere. After the third inflation attempt, the physician was unable to deflate the balloon for more than 30 seconds. It was confirmed that there was no balloon rupture. The device was pulled back into a 4.5f non bsc sheath and removed from the patient. During preparation it was confirmed that air was removed from both balloon catheters. It was also noted that the proximal markerband on the second coyote balloon catheter had moved proximally. The procedure was completed using a 2mm x 22cm coyote¿ balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the coyote catheter was received with a coyote shelf box and syringe. The batch number on the device and packaging matched the batch number for this complaint. The balloon was deflated, as-received. There was contrast in the balloon and inflation lumen. There was a kink in the balloon and inner shaft 4mm from the proximal markerband. Microscopic examination of the proximal weld region revealed the weld was partially crimped or constricted with tooling marks. The tooling marks were associated to the folding operation during manufacturing. Functional testing was performed by connecting an inflation device filled with water to the hub and loading a .014" forte guidewire through the guidewire lumen. The device was pressurized to 14atm; however, the device would not properly inflate which was most likely due to the observed proximal weld constriction that was caused by the tooling marks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that balloon deflation issues and markerband movement occurred. Vascular access was obtained via the right common femoral artery utilizing an anterograde approach through a 4.5f non bsc sheath. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated for 50 seconds at 8 atmospheres on the first inflation. On the second inflation, the balloon was inflated for 10 seconds at 8 atmospheres, then for 30 seconds at 12 atmospheres on the third inflation and for 50 seconds at 14 atmospheres on the fourth inflation. During inflation, the device looked different from normal under angiography. It was thought that there was a vacuum area as contrast media have not spread within the device. After the fourth inflation, an attempt to deflate the balloon was done but was unsuccessful. As it was unable to deflate the balloon, the unspecified inflation device was disconnected from the balloon catheter, then it was attempted to deflate the balloon with using a syringe, but failed and the balloon did not deflate for more than 30 seconds. The device was removed from the patient and it was noted that the proximal markerband had moved proximally on the catheter. Then another 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated at an unknown atmospheres on the first inflation. On the second inflation, an attempt was done to inflate the balloon twice at 6 atmospheres, but failed. On the third inflation, the balloon was inflated at an unknown atmosphere. After the third inflation attempt, the physician was unable to deflate the balloon for more than 30 seconds. It was confirmed that there was no balloon rupture. The device was pulled back into a 4.5f non bsc sheath and removed from the patient. During preparation it was confirmed that air was removed from both balloon catheters. It was also noted that the proximal markerband on the second coyote balloon catheter had moved proximally. The procedure was completed using a 2mm x 22cm coyote balloon catheter. No patient complications were reported and the patient's status is good.